Event description:
It was reported that the patient had the artificial urinary sphincter removed due to erosion on an unspecified date. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted on a later date of (B)(6) 2021. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.